Event description:
On (B)(6) 2010, pt reported ongoing hyperglycemia that began on (B)(6) 2010. Husband called ambulance over the weekend due to blood glucose being above 600 mg/dl. Pt was diagnosed with "borderline dka," and she was hospitalized for 5 hrs and placed on an insulin drip. Target blood glucose is 150-200 mg/dl. No alerts or error messages were received on infusion device. Insulin cartridge was changed 10 days prior to report and again on day of report. Insulin cartridges were not reused. Infusion set is changed every 3 days and adapter was being used within specification. She did experience pain and bleeding with infusion set. Pt reported there was a leak of insulin at the luer lock connection, and some insulin entered the cartridge compartment of the infusion device. Pt noticed the leak when she bolused, and saw the infusion tubing move and heard a clicking noise. Pt changed the infusion set and completed prime, and there were no additional leaks. Pt called later in the day to report further concerns. Blood glucose elevated to the 500 mg/dl range, and insulin was "pooling" at luer lock connection. Pt was advised to seek medical attention. F/u was completed on (B)(6) 2010. Pt scheduled appt with clinical specialist to review infusion set concerns, and she was also working with physician on blood glucose issues. Infusion sets were replaced and requested for eval. Additional attempt to reach pt was unsuccessful.